Manufacturer narrative:
(B)(4)

Event description:
On 06/18/2010, it was reported the pump reservoir was empty for approximately 3 months (reason for missed refill not reported). The pump delivered hydromorphone (dilaudid), bupivacaine (marcaine) and baclofen. The pt was supplemented with oral pain medication. The catheter was fractured during an unrelated-to-pump spinal surgery. On (B)(6)2010, the pump was replaced and the catheter was revised. The new pump was filled with saline. The pt felt the incision from the pump replacement surgery was "burning like fire" and there was a "blister" over the incision. Additional information has been requested, but was not available as of the date of this report.